Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please also see b3, for updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the oes cystonephrofiberscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument and suction channel. The air/water channel was flushed. Aniosyme x3 was used as the detergent during pre-cleaning and manual cleaning. Manual cleaning involved brushing the suction cylinder, instrument channel port, and distal end. During manual cleaning, a vytil cleaning brush (model cj-kedb-120-03) was used. Manual disinfection was done using anioxyde 1000. The scope was stored in a simple cabinet with no drying function. The scope was not sterilized. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide microbial testing after the device was returned to olympus. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation . During device evaluation at olympus, it was found the image guide bundle had spider webs. The angulation system passed testing. This event is under investigation. A supplemental report will be submitted upon receiving additional information.